Manufacturer narrative:
Product evaluation: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The lens model is only qualified for use in specific cartridges. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that a doctor noticed that the haptic of a lens was broken in the eye following an intraocular lens (iol) implant procedure. The lens was later removed at another facility.